Event description:
Instrument was returned for repair dissassembled and with the front end missing. Hospital can not answer as to how or when device broke or as to the location of the missing piece. Contact stated no pt related incident was known to be associated with this device.